Event description:
It was reported to philips that the device was unable to perform fluoroscopy, which can impact imaging. The device was inside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the device was unable to perform fluoroscopy, which had impact imaging. Review of the system log file showed the kv asymmetric error and converter 1 errors. Upon troubleshooting fse found that the issue was caused by hv generator and converter. To resolve the issue, fse replaced the converter 8e valera and the hv transformer. The defective hv transformer was returned to philips for analysis and found failure as there was kv asymmetric error. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.